Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Note: cordis lot# 1424296 is lake region lot# 01424296. Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The (B)(4) study, it was reported that three hours post (B)(4) assisted coil embolization of an unruptured vertebral artery aneurysm, an optic thalamus infarction was observed by MRI. The patient had numbness in the left mouth and hand. Heparin was administered. The recovery was confirmed three days after the onset. It was reported that there were no issues occurred during the procedure or with any of the devices that contributing to the event. The modified rankin stroke score was 0 pre and post procedure. The saccular aneurysm measured 4.6mm at the neck and the neck to sac ratio was 4.6/6.2mm,and the vessel diameter proximally was 2.6mm and distally was 2.6mm. Prior and post procedure, the modified rankin scale was 0. The enterprise stent was fully expanded and appose to the vessel wall after initial placement, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. Medications given consisted of aspirin, plavix, cilostazol, argatroban, and heparin, and act pre-procedure was 164 seconds and post-procedure was 159 seconds. No further information is available. Procedural images are not available. The stent remains implanted. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The complaint is from a clinical study (B)(4). The procedure was coil embolization assisted with the vrd (enc452812) for unruptured aneurysm in intracranial vertebral artery. The patient was male, (B)(6). Infarction of optic thalamus was observed by MRI after 3 hours from the procedure. There was numbness in left mouth and hand. Heparin was administered. The recovery was confirmed three days after the onset. No issues occurred during the procedure or with the devices that may have contributed to the event. Prior and post procedure, the modified rankin scale was 0. The enterprise stent was fully expanded and apposed to the vessel wall after initial placement, and the enterprise stent was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. Medications given consisted of aspirin, plavix, cilostazol, argatroban, and heparin, and act pre-procedure was 164seconds and post-procedure was 159 seconds. The saccular aneurysm measured 4.6mm at the neck and the neck to sac ratio was 4.6/6.2mm,and the vessel diameter proximally was 2.6mm and distally was 2.6mm. Other products utilized to treat the unruptured aneurysm, consisted of prowler select plus microcatheter, sl10 microcatheter, echelon10 coils, silver speed (ev3), presidio, hydro coil, and delta plush. A cd copy of the procedure is not available. No further information was provided.